Event description:
Pump was reported to overinfuse. An unknown bag size of hypertonic saline was set at a rate of 10cc/hr and the bag was found empty after one hour. No additional details were able to be obtained. No pt injury was reported.